Event description:
It was reported that an ilet user inadvertently initiated the fill tubing function while connected to the infusion set and, despite counseling to disconnect, pressed and held to deliver drops, resulting in an unintended delivery of approximately 0.7 units of insulin while in a vehicle. Symptoms included hyperglycemia with a reported blood glucose of 224 mg/dl. Outcomes included self-monitoring of blood glucose and continued use without alarms or hospitalization. Investigation included troubleshooting and user education on proper fill tubing procedure and the need to disconnect before priming to avoid unintended insulin delivery. Investigation of this case revealed user error during the fill tubing process while connected to the infusion set, with the device operating as designed and no alerts or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to priming while connected.